Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) screen is blinking, green lines on the screen. No patient involved.

Manufacturer narrative:
Updated data: b4, e1 event site mail, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported failure. The fse fixed it by cleaning the screen ribbon cable. The symptoms returned to normal. The unit passed all safety and functional tests and was returned to normal use.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (component codes,investigation findings) a getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported failure. The fse fixed it by cleaning the screen ribbon cable. Fse brought new spare parts to replace for the customer - cable, display to video rcvr bd (d012-00-1429). After replacing the spare parts, tested the screen operation and found that it could work normally. The symptoms returned to normal. The unit passed all safety and functional tests and was returned to normal use.

Event description:
N/a.